Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and unable to replicate the complaint system checkout completed. System was operational. MDR codes: b01, c19, d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the radiation symbol on boot up stays x'd out (radiation disabled) and did not clear. Rebooting four times resolved the issue. Patient was present. There was 20 mins of surgical delay and impact on patient outcome was unknown.